Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir compartment was damaged. Customer's blood glucose was unknown. Reservoir could not settle in the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube window and stained address/serial number label. A test reservoir locked properly in reservoir tube and no anomaly noted.